Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was torn. The event was observed after insertion into the patient's right eye and the lens was removed and replaced with another lens of same model and diopter ((B)(4)) during the same procedure. The patient has recovered. No further information was available.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. However, no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, was not related to this complaint. Furthermore, the investigation met the criteria for no investigation to be performed; therefore, no product malfunction or deficiency could be identified, and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.